Event description:
It was reported to philips healthcare that the heartstart xs displayed an error code 1000. There was no reported pt involvement or pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.